Event description:
A battery life calculation was performed on (B)(6) 2012. While reviewing the programming history it was noted on (B)(6) 2007 a faulted diagnostic occurred and the settings were not changed to intended setting during the same visit. On (B)(6) 2007 the device was interrogated at 1.5/20/500/30/0.8, a system diagnostic test was performed that resulted in "fault" communication. Prior to the patient leaving the device was interrogated and the settings were 1/20/500/30/60 which are indicative of "faulted" diagnostics. The device was not programmed to intended settings. On the next recorded visit of (B)(6) 2009 the device was interrogated and the settings were 1/20/500/30/60 and were left at those settings. On (B)(6) 2010 the device was interrogated and the settings were 1/20/500/0/60, during this visit the device was programmed to 0/1/130/7/0.2. On the following day the device was interrogated at 0/1/130/7/0.2 then programmed to 1/20/500/30/60. The visit that occurred on (B)(6) 2011 the device was interrogated at 1/20/500/30/60 then programmed to 1.25/20/250/30/5.

Manufacturer narrative:
(B)(4)